Event description:
The customer states, that one patient sample generated a positive architect 2000 total b-hcg assay result of 141.87 miu/ml that was questioned by a physician. The sample retested at 58.06 miu/ml. The sample tested at 2.83 miu/ml (negative) by a different methodology. A urine sample from this patient tested negative (qualitative). There is no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.